Event description:
It was reported by the customer "during use, the catheter was not refluxing well and when they were about to remove it, there was a partial rupture at 13cm. They had to remove the catheter." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter split is confirmed; however, the exact cause is unknown. An initial visual observation of the returned photographs showed a split around the 13 cm depth marker. A photograph showed the catheter being held in such a way that the circumferential split was opened and visible. No further details of the spilt could be discerned from this photograph. No obvious evidence of use residue was shown in any of the returned photographs. While the exact cause of the observed split could not be determined from the returned photographs, possible causes of the split include flexural fatigue caused by repetitive cyclic kinking of the catheter, sharp instrument damage, and exposure to incompatible chemicals.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "during use, the catheter was not refluxing well and when they were about to remove it, there was a partial rupture at 13cm. They had to remove the catheter." No other information was provided.